Manufacturer narrative:
The reported event of a bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 35 mm amplatzer cribriform occluder was selected for implant using a 10f delivery system (lot number: unknown). Upon deployment, the physician reported one of the disc to be bolus. The device was exchanged for another 35 mm amplatzer cribriform occluder (lot number: unknown) and the same issue occurred. A 18 mm sizing balloon was used to size the defect and a 22 mm amplatzer septal occluder (lot number: 6087998) was used to complete the procedure. The patient is reported to be stable.